Manufacturer narrative:
The reported event of device reset was confirmed. Based on the information provided, it was determined that the device entered backup mode due to a ble chip anomaly. The ble chip was ultimately recovered, but the root cause of the ble chip anomaly was unable to be determined.

Manufacturer narrative:
Additional information received indicated the aware date of the additional reset was jan 16, 2025.

Event description:
Additional information received indicated the icm inappropriately reset again. This was discovered via a remote alert. The icm was restored successfully. There were no reported patient consequences.

Event description:
It was reported that the patient presented in clinic for an initial implant procedure of an implantable cardiac monitor (icm). Post procedure, it was noted that the icm could not be interrogated via bluetooth (ble) telemetry, and that the icm also inappropriately reset. Interrogation with different a programmer was attempted to resolve the issue but failed. The icm is awaiting repositioning. There were no reported adverse effects to the patient.